Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2026 due to excess bone growth causing discomfort. Additional information indicates that the patient's bones were completely fused/healed. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2026 due to excess bone growth causing discomfort. Additional information indicates that the patient's bones were completely fused/healed. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined based on the available information and without the return of the device. The company will supplement the MDR as necessary and appropriate. An additional tmc device explanted in the same hardware removal surgery was reported in 3011623994-2026-00033.